Manufacturer narrative:
(D10) concomitant devices: 300-62-01 - stemless hum comp integrip, cage, sz 1: (B)(6), 310-62-41 - stemless huml head 41mm x 13mm x alpha: (B)(6), 314-13-22 - eq cage glenoid s, post aug, left: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 month(s) and 20 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced sub-acromial impingement. Patient began having pain when more active, no injury reported. Two months following the onset of symptoms, the patient received a sub-acromial injection with no resolution to this event. Approximately 3 years and 2 months following the injection, the patient underwent an arthroscopic procedure and the outcome is now considered resolved. The case report form indicates that this event is unlikely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.